Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation and corrected data: upon further failure analysis evaluation of the vessel sealer extend (vse) instrument, it was identified that the pin returned with the instrument was the knife cable guide constraint, and not the grip drive pin as initially reported. Fa codes will be updated. Corrected data can also be found in section h6 (annex c and d codes).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis (fa) and was able to confirm and replicate the customer reported complaint. The instrument was found to have a broken grip drive pin at the jaws of the instrument. The pin was returned with the instrument.

Event description:
It was reported that during a da vinci-assisted fundoplication surgical procedure, a pin fell off the vessel sealer extend (vse). The pin was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. The issue was identified after sealing the vessel. It is unknown what the surgeon believes was the cause of the instrument breakage. The surgeon did not notice any issues with the functionality of the instrument during the procedure. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. The fragment did not fall inside the patient during the instrument tip collision. The instrument was removed during the surgical procedure prior to the breakage with the wrist straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. Upon final removal of the instrument, the wrist was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula or the instrument. The fragment was retrieved with a laparoscopic grasper. It was visually confirmed that all fragments were retrieved. No additional surgical procedure was required to remove the fragment. There were no postoperative tests like an x-ray or ultrasound performed to check for remaining fragments. The procedure was completely robotically. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. There are no photographic images of the device or video recordings available for review.